Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer presented "intense bleeding" at the insertion site at the time of applying the adc freestyle libre sensor and was therefore unable to obtain the glucose readings. On (B)(6) 2019, customer experienced symptoms of hypoglycemia described as "tremors and anxiety" and was treated with glucose serum by the healthcare professional. Based on the information provided, there was no report of death or permanent injury associated with this event.

Event description:
Customer presented "intense bleeding" at the insertion site at the time of applying the adc freestyle libre sensor and was therefore unable to obtain the glucose readings. On (B)(6) 2019 customer experienced symptoms of hypoglycemia described as "tremors and anxiety" and was treated with glucose serum by the healthcare professional. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor applicator, no issues were observed. Applicator has been fired and sharp correctly retained inside. Inspected the sharp under a microscope and the sharp was not bent or abnormal. Visual inspection was performed on returned sensor pack, and no issues were observed. There was no sign of damaged or misuse and the lid on the sensor pack was completely peeled. Visual inspection was performed on the returned sensor patch, and no issues were observed. The sensor plug was returned and was not fully seated. Removed plug and inspected plug assembly, uncurled side snaps were observed, indicating improper assembly by the user. This case is not confirmed to use. No further investigation required.